Event description:
It was reported that this pacemaker system exhibited noise on the right atrial (ra) lead. Technical services suspected it was not a lead issue however, a device issue. A request was made to have data from the device analyzed and confirmed there has been an increase in power consumption. Additionally, at the same time ra lead impedances have started becoming erratic, with frequent ra impedance measurements as calcification noise. Pacing impedances were noted to be low out-of-range measuring less than 200 ohms. Technical services discussed possible causes and recommended the system to be explanted and replaced as they are concerned for the long term performance of this system. The health care professional (hcp) will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited noise on the right atrial (ra) lead. Technical services suspected it was not a lead issue however, a device issue. A request was made to have data from the device analyzed and confirmed there has been an increase in power consumption. Additionally, at the same time ra lead impedances have started becoming erratic, with frequent ra impedance measurements as calcification noise. Pacing impedances were noted to be low out-of-range measuring less than 200 ohms. Technical services discussed possible causes and recommended the system to be explanted and replaced as they are concerned for the long term performance of this system. The health care professional (hcp) will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was obtained that indicated this pacemaker system exhibited premature battery depletion. Subsequently, the device was explanted, and the right atrial (ra) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited noise on the right atrial (ra) lead. Technical services suspected it was not a lead issue however, a device issue. A request was made to have data from the device analyzed and confirmed there has been an increase in power consumption. Additionally, at the same time ra lead impedances have started becoming erratic, with frequent ra impedance measurements as calcification noise. Pacing impedances were noted to be low out-of-range measuring less than 200 ohms. Technical services discussed possible causes and recommended the system to be explanted and replaced as they are concerned for the long term performance of this system. The health care professional (hcp) will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was obtained that indicated this pacemaker system exhibited premature battery depletion. Subsequently, the device was explanted, and the right atrial (ra) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.